Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that testing found the motor speed was below specifications. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that the product can¿t work after test product before start case. The device did not turn on. Investigation found the motor speed was below specification. No adverse event was reported as a result of this malfunction.